Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt cannot read but has excellent distance vision. He reported that pt having residual astigmatism despite limbal relaxing incisions (lri) performed postoperatively. Glasses were also prescribed, as well as, treatment with medication (trial) to correct the astigmatism; but there was no improvement. In a follow-up, the surgeon reported that the pt is suppressing near vision due to unilateral implantation in the non-dominant eye/cataract in dominant eye. He stated that he is not blaming the iol for the event. He continues to work with the pt towards a resolution.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/31/2010, 09/17/2010, and 09/21/2010 by phone, fax, and mail. Medical records were rec'd on 08/30/2010. Additional information was obtained by phone. A completed questionnaire was not rec'd. (B)(4).